Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, pressure transducer test, o2 cell/sensor test and flow transducer test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, internal leakage test, pressure transducer test, o2 cell/sensor test and flow transducer test failure occurred during pre-use check due to defective air gas module and defective nozzle unit on the o2 gas module. To solve the issues both parts have been replaced. The device passed all performance tests and could be returned to clinical use. The issue was decided to be reported as a defective gas module and nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).